Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported the around 4-6 weeks after initial surgery, the patient returned to the facility with aseptic meningitis, which was diagnosed based on symptoms alone.